Manufacturer narrative:
The customer contacted a siemens customer care center (ccc) specialist regarding the discordant, falsely low direct hdl cholesterol results. The siemens ccc specialist remotely confirmed that the initial discordant results were not flagged by the instrument as being below the assay range. However, the laboratory information system (lis) automatically ordered a re-run of the samples and the repeat results were considered to be correct. There are no reports of any other discordant direct hdl cholesterol results from this system and the customer has not encountered this issue since. The cause of the discordant, falsely low direct hdl cholesterol results is unknown. The instrument is performing according to specifications. No further evaluation of the device is required.

Event description:
Discordant, falsely low direct hdl (high density lipoprotein) cholesterol results were obtained on multiple patient samples on an advia chemistry xpt instrument. The initial results were not reported to physician(s). The same samples were repeated on the same instrument and higher results for direct hdl cholesterol were obtained. The repeat results were in alignment with the physiological profile of the patients. The repeat results were reported to physician(s). There are no known reports of patient intervention due to the discordant, falsely low direct hdl cholesterol results. There are no known reports of a delay in administering treatment or medical intervention to patients due to the discordant, falsely low direct hdl cholesterol results.

Manufacturer narrative:
The initial MDR 2432235-2017-00398 was filed on june 27th 2017. Additional information (06/27/2017): a siemens customer service engineer (cse) visited the customer site and checked the aspiration and dispense functions on the reaction cuvette washer (wud) and the dilution cuvette washer (dwud). The cse performed probe alignments for the sample dilution probe (dpp), sample pipetting probe (spp), reagent pipetting probe: (rpp1) and reagent pipetting probe; (rpp2). The cse cleaned the wash wells of the probes, checked the lamp energy and checked for leak in pump areas. All parameters tested were found to be within specifications. Additional information (07/12/2017): customer has not obtained additional discordant results since the initial event on (B)(6) 2017. There are no reports of instrument malfunction since the cse visit on (B)(6) 2017. The cause of the discordant, falsely low direct hdl cholesterol results is unknown. The instrument is performing according to specifications. No further evaluation of the device is required.

Manufacturer narrative:
The initial MDR 2432235-2017-00398 was filed on june 27th 2017. Follow up MDR 2432235-2017-00398_s1 was filed on july 19th 2017. Additional information (07/25/2017): a siemens headquarter support center (hsc) specialist reviewed the information in the complaint. The initial discordant results and repeat results were obtained on the same day. The level two quality control material initially recovered below assay result (< 0.13mmol/l), followed by a repeat correct result. The discordant falsely depressed result could have been caused due to sampling error on the instrument on the patient samples and a single replicate of the quality control material. In addition, improper handling of the reagent materials or no reagent addition during instrument processing could have the potential to suppress results as the biological reaction is hindered. There is no information on reagent condition changes between the initial patient sample run and the repeat run. There is no information on errors reported on the system during the processing of the sample. Instrument maintenance performed by a siemens customer service engineer (cse) on june 27th 2017 did not indicate a correlation between instrument maintenance and the discordant results. The customer has not obtained additional discordant results since the initial event on (B)(6) 2017. The cause of the discordant, falsely low direct hdl cholesterol results is unknown. The instrument is performing according to specifications. No further evaluation of the device is required.